Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and had issues with infusion set. The customer stated that the insulin pump received no delivery alarm due to occlusion on the infusion set and reservoir. The customer reported that they had high blood glucose levels of 24.6 mmol/l. The customer stated that the high blood glucose may been over 24.8mmol/l this morning. The customer stated that they have increased the basal rates and their blood glucose level is still high. The customer reported symptoms related to the high blood glucose levels included nausea. The customer stated that they treat high blood glucose with manual injections. Troubleshooting was performed. The customer stated that the issue was resolved by changing the complete infusion set and reservoir. The customer stated that they have backup plan available. The customer stated that they change the infusion set on (B)(6) 2018. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Product is not expected to return for analysis.